Manufacturer narrative:
The customer reported feedback regarding the features of the libre app. The reported issue was investigated. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the customer's reported issue. The investigation did not identify the app as the cause of the issue, as the difficulty appears related to the user¿s ability to understand the features and their unfamiliarity with the app after upgrading to the libre app. There is no malfunction with the customer's reported application. Therefore, the reported issue is not confirmed with respect to the customer's reported application. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android or ios with the fs libre application, d4 - model # has been populated for android. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the abbott diabetes care (adc) application via social media. The customer reported that they were unable monitor glucose and stated: "the mandatory alerts has caused my loved one to call 911 due to not being able to understand this new feature on their phone." The customer received unspecified third-party treatment for this issue. There was no report of death or permanent impairment associated with this event.